Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04730. It was reported that a patient presented remotely with the right ventricular and right atrial pacemaker leads exhibiting noise. Automatic mode switch, noise reversion and high ventricular rate episodes were reported. There was atrial and possible ventricular pacing inhibition. No intervention has been made. Patient is stable.